Event description:
It was reported that during implant, noise was noted on the right ventricular (rv) lead. The rv lead was repositioned and noise was again noted. The physician suspected the noise was associated with rubbing between the rv lead and another, capped rv lead, however, diagnostic imaging was performed and no contact between the leads was observed. Abbott technical support was contacted and the rv lead remains implanted. No additional intervention has been performed. The patient was in stable condition and will continue to be monitored.